Event description:
It was reported that the device failed downstream calibration. During physical inspection, it was found that there was a torn downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn and contaminated downstream occlusion seal. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed the reported issue was duplicated. The cause of the reported issue was due to a damaged downstream occlusion sensor. As a result, the downstream occlusion sensor and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.